Manufacturer narrative:
Results of investigation: the suspect faulty main printed circuit board assembly was returned to the carefusion failure analysis laboratory. The component was installed on a known good unit and tested. The reported problem of xdcr (transducer) fault was duplicated and isolated to a faulty pressure transducer. This is being addressed through an internal investigation.

Manufacturer narrative:
Any additional information received will be evaluated and included in a follow-up report if required. (B)(4). The suspect device has not been received by carefusion.

Event description:
A customer reported to carefusion that a vela ventilator generated "vent inop," "motor fault," "low pip" (low peak inspiratory pressure), "low ve" (low minute volume) and "high rate" alarms. The customer reported that the ventilator shut down immediately when powered on. The customer reported that the unit was on a patient when the event occurred. There was no harm to the patient, associated with the event, reported to carefusion.